Manufacturer narrative:
D4: lot #: from asku updated to dr22j24048. D4: UDI #: from ni updated to (B)(4). H10: the actual device was received for evaluation. A visual inspection was performed and revealed that the two piece luer lock assembly was broken from what appeared to be a force generated by the end user while trying to disconnect the sets. The sample was then functionally tested, and no leaks or blockages were noted in the set. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is use of alcohol by the user when joining an interference fit with plastic parts. The alcohol acts as a lubricant allowing ease of assembly with low friction force. The alcohol evaporates leaving a secure, high friction connection between the two parts. This may have occurred when the luer of the complaint sample was first engaged to achieve an overtightened connection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal y-site of a clearlink system solution set was damaged/broken while disconnecting an unspecified access set tubing. While disconnecting the access set, it was noted that the clear plastic center piece from the distal y-site detached and was on the end of the access set tubing. This issue occurred after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.